Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 787 mg/dl at the time of admission. The nurse stated that they took customer off the device and their reading went down, but as soon as they put the device back on the customer the reading went back up. The customer was wearing the device at the time of admission. The customer's symptom was nausea and breath smelling of "ketones". The customer was treated with fluids and IV insulin. The cause of the visit was due to diabetic ketoacidosis. The customer performed troubleshooting and after removing the cannula found that it was bent. The customer performed the high pressure test and it alarmed motor error. The customer was able to rewind the device. The customer performed the displacement test and the device alarmed no reservoir. The customer performed the high pressure test again and it alarmed motor error again. The customer was advised to discontinue use of the insulin.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.